Event description:
Event description boston scientific crm received information that the patient with this device contacted a technical service consultant after passing out and experiencing a fall down the stairs one week earlier. After the fall,on two occasions he felt fuzzy while driving. A visit to the emergency room did not reveal any device issues, however the patient was concerned that this device battery might be nearing replacement time. A technical service consultant recommended seeking further medical attention for symptoms.

Manufacturer narrative:
Approximately five years later, this device was received at the post market quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. Longevity analysis could not be performed due to resets that occurred post explant. Analysis performed verified pacing and sensing functions were tested. The device operated appropriately. Analysis confirmed this device operated appropriately and met specification and was capable of delivering functional therapy.